Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the ruptures reported initially, the patient experienced bilateral capsular contracture. Baker grade ii on the right, and baker grade iii on the left. This report relates to the replacement to left prosthesis. The right sided device placed with this device was removed for capsular contracture on (B)(6) 2003 and is being reported under 1645337-2020-01202. This right sided device placed on (B)(6) 2003 and the original left sided device placed on (B)(6) 2002 were original reported together as a bilateral rupture, as this was only information available at the time, and they were called in as a single event that occurred in 2019. The capsular contracture for this device was diagnosed on (B)(6) 2003 and b3 is being updated to reflect this. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implants experienced bilateral rupture post procedure. The right implant was placed on (B)(6) 2003 and left implant was placed on (B)(6) 2002. The patient received an official medical diagnosis for the ruptures on (B)(6) 2019. These implants were placed as part of an adjunct study. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-00117 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 244512 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).